Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted for 9 year and 11 months, is being evaluated for a valve-in-valve procedure due to unknown reasons. Patient has not been scheduled for procedure yet.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
Updated sections: h6 component codes, health effect - impact code, health effect - clinical code, device code(s), and type of investigation.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted for 9 year and 11 months, was evaluated for a valve-in-valve procedure due to leaflets are thickened, with moderate stenosis. Patient presented with sob. No procedure will be performed. Patient too high risk with comorbidities. Patient considering hospice care.